Event description:
During troubleshooting with technical support, the customer found a backup alarm failed error in the ventilator diagnostic logs. The customer reported that there was no visual or audible alarm when the error code occurred. There was no patient involvement.

Manufacturer narrative:
PMA/510k : 11oct2019. Date of report : 22oct2019. The customer replaced the motor controller board to address the reported issue, and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
During troubleshooting with technical support, the customer found a backup alarm failed error in the ventilator diagnostic logs. The customer reported that there was no visual or audible alarm when the error code occurred. There was no patient involvement.